Manufacturer narrative:
The device was scrapped.

Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile package. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found in the sterile package. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.